Manufacturer narrative:
No part have been returned to the manufacturer.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during a sacroiliac and thoracolumbar procedure, when the site had the imaging system connected to the navigation system, the navigation connection option for the navigation system was not available. The site tried a different ethernet cable before they called technical services (ts) and it still was not available. Ts asked the site to verify the connection on the mobile viewing station (mvs), but by the site decided to use a c-arm. Ts requested the site to connect the systems while both were shut down and then turn them on to see if the navigation connection appears after the case and report back. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional.